Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It is reported that during a routine generator replacement, interrogation of the device revealed that the right ventricular lead was occasionally oversensing a signal before the qrs wave. The lead was capped and replaced, and the patient was in stable condition without any complications noted.